Manufacturer narrative:
Retainer = black on (B)(6) 2021 the customer alleged that the insulin pump alarmed critical pump error (open book image). The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing display window cover, end cap address label faded, case cracked at the corner of the belt clip rails, and cracked battery tube threads. Device was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The pump was successfully downloaded utilizing crest and thus. A review of the downloaded trace/history files show multiple sequential critical error handling alarms. Pump error 4 alarmed (B)(6) 2021 at 14:45) and then pump error 63 (variable 28) alarmed (B)(6)2021 at 14:45) which triggered the critical pump error (open book) alarm due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Moisture damage was also found on the keypad flex tail, motor and force sensor during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. Critical pump error (open book image) alarm is confirmed. Pump error 4, pump error 63, and critical pump error (open book image) alarms are due to moisture damage on pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. S/w ver 4.11e. Retainer = black. On 07/25/2021 the customer alleged that the pump alarmed critical pump error (open book image). The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing display window cover, end cap address label faded, case cracked at the corner of the belt clip rails, and cracked battery tube threads. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The pump was successfully downloaded utilizing crest and thus. A review of the downloaded trace/history files show multiple sequential critical error handling alarms. Pump error 4 alarmed (07/25/2021 at 14:45) and then pump error 63 (variable 21) alarmed (07/25/2021 at 14:45) which triggered the critical pump error (open book) alarm due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Moisture damage was also found on the keypad flex tail, motor and force sensor during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. Critical pump error (open book image) alarm is confirmed. Pump error 4, pump error 63, and critical pump error (open book image) alarms are due to moisture damage on pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in e3 and h8 section.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed critical pump error. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.